Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2013 to (B)(6) 2015. The device remains implanted.

Event description:
It was reported in the literature article that 6 patients out of 141 treated for symptomatic intracranial atherosclerotic stenosis with balloon angioplasty and stent (subject device) placement across the target lesion suffered tia or stroke within 30 days post procedure. It was impossible to determine what adverse event each patient had. No further details provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and transient ischemic attack (tia) are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported in the literature article that 6 patients out of 141 treated for symptomatic intracranial atherosclerotic stenosis with balloon angioplasty and stent (subject device) placement across the target lesion suffered tia or stroke within 30 days post procedure. It was impossible to determine what adverse event each patient had. No further details provided.